Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported aberrometer predication was off by five diopters during a cataract procedure. Surgeon requested system to be recalibrated. Upon follow up, surgeon choose an intraocular lens power between what the system had calculated and what was pre-planned. Good surgical outcome resulted.

Manufacturer narrative:
Additional information provided. A clinical application specialist (cas) reviewed the case and provided feedback on the event. The manual calculation (based off biometry readings) was a 22.0d (spherical equivalent) with a residual of -0.05d. There was a change made (on the day of surgery) with someone manipulating the data incorrectly (twice sphere and cylinder), according to the cas. The original input was 23.0d (spherical equivalent) and was entered into system pre-operatively. The pre-op plan calculations appeared to recommend a 20.5d (sphere) with 3.0d. This further is calculated to a 22.0d spherical equivalent (se). The cas went on to review the system aphakic read noting that it predicts a 17.50d (spherical equivalent, which would lead to a 0.04d residual refraction. The cas remarked this calculation was highly unlikely. Three reads were taken and each showed good correlation of axis and cylinder power. All three reads recommended similar sphere equivalent (se) intraocular lens (iol) power. The live se stayed red in all three reads, indicating mismatch from expectations. The initial measurement caution requesting (confirmation of axial length (axl) and keratometry values were correct) which may have been manually bypassed and a repeat measurement would have been required. The advisory underneath this caution would have requested to check intraocular pressure, speculum, hydration and fixation which the surgeon did immediately, upon the repeated measurement attempt. This warning was not repeated on the second or third reads. The surgeon decided to implant a 20.5d (sphere) 2.5dc (cylinder) iol which should have resulted in a good surgical outcome. The cylinder power does not match. The toric calculation noted a 4.0dc toric correction while system has recommended a 2.5dc correction. The hospital staff entered the pre-operative plan incorrectly. It appeared that the sphere + cylinder was not converted to se + cylinder correctly. There was confusion when the customer used the iol¿s due to the fact that the nomenclature for the toric lenses come in sphere + cylinder instead of spherical equivalent + cylinder as displayed on the system. The system recommended 17.5 diopter but the surgeon implanted a 20.5 diopter iol. The surgeon used the pre-operative plan and decided not to use the system calculation. The cas noted, in summary, the event might have been caused by an incorrect axl input and an incorrect conversion and confusion by the staff of sphere + cylinder instead of spherical equivalent + cylinder. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to surgical/clinical factors unrelated to the functionality of the device. The manufacturer internal reference number is (B)(4).